Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. The primary console is not a single use device. The approximate age of the device from the date of manufacture is 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with an extracorporeal circulatory support device. It was reported that the pump stopped working, the perfusionist was called, and the perfusionist switched the pump to the backup motor and console. The message on the console reportedly stated "motor disconnected" while it was connected. No further information was provided.

Manufacturer narrative:
Additional information: the device was manufactured prior to UDI labeling implementation. It was reported that the patient expired on (B)(6) 2015; however, it was reported that the event occured on (B)(6) 2015. No further clarification was provided. Device evaluation: the returned primary console functioned as intended during analysis and passed the functional checkout. The evaluation of the returned motor revealed damage to the motor cable at the bend relief that would have resulted in the reported motor disconnected alarm. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was started on biventricular extracorporeal circulatory support on (B)(6) 2015. The patient had a preoperative diagnosis of cardiogenic shock with an intermacs score of 1 and myocardial infarction. The patient had been supported by a temporary percutaneous ventricular assist device which was removed during the placement of the biventricular circulatory support devices. The patient's postoperative diagnosis remained unchanged following placement on the biventricular circulatory support devices. It was reported that the patient was not symptomatic or injured due to the pump stoppage. The patient expired on (B)(6) 2015 due to multiorgan failure.